Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient did not experience any symptoms, but self-treated with glucose tablets when the cgm reading was 62 mg/dl. As the cgm reading did not change, the patient called an ambulance. When a fingerstick was taken by the paramedics the cgm reading was 62 mg/dl, and the blood glucose reading was 511 mg/dl. The patient was still not experiencing any symptoms, but it was decided to bring the patient to the hospital. The patient was treated with intravenous fluids and unspecified oral medication. The patient was discharged after 12 hours and the blood glucose reading was 271 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics came,, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.